Event description:
It was reported that flow could not be confirmed by pumping before using the product.

Manufacturer narrative:
(B) (4). The valve was patent, and passed leak and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. According to the instructions for use that accompanies the product, ultra small valves have a unique patency check procedure. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.